Event description:
8 f soundstar diagnostic ultrasound catheter was covered with swiftlink cover and connected to the acuson device x700 and placed in the patient but the catheter would not produce an image. It was unplugged, the acuson was turned off and turned back on, catheter was plugged back in/reconnected, but the image would still not produce on the screen. A new device was used and worked fine (lot# 01 10846835008852 of new device). Note: it could not be ruled out that there might have been moisture on the catheter contacts.